Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause could not be determined. A review of the service history record indicates that the device had not been returned previously for the same malfunction. UDI:(B)(4).

Event description:
It was reported from netherlands that during service and evaluation, it was determined that the ao reaming attachment device would not move and did not function. It was further determined that the device failed pretest for check for mechanical free movement and check general function in running mode. It was noted in the service order that the device was not functioning properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.